Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable nh3l ammonia results for one patient sample. The initial result with a 1:3 dilution was 435.5 ug/dl. The repeat result with a decreased sample volume (equal to a 1:2 dilution) was 225.3 ug/dl. The result with no dilution was 184.5 ug/dl with a data flag. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 273314 with an expiration date of 31-mar-2019. The customer calibrated a new reagent cassette and cleaned the sample and reagent probes.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. It was found the customer was not following product labeling instructions for the reagent handling which may have contributed to the issue. It was also noted the sample was icteric which may have affected the results.